Event description:
It was reported that during a device interrogation this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device explanted and replaced the following day, and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a device interrogation this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device explanted and replaced the following day and is expected to be returned for analysis. No additional adverse patient effects were reported.